Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was not confirmed. However, during evaluation, it was observed that the device started without the handswitch being pressed; and the motor and electronic control unit were both worn and corroded. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the electric pen drive device was not working. During a service and evaluation, it was observed that the unit started to run without the handswitch being pressed; and the motor and the electronic control unit were both worn and corroded. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.